Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. Concurrent conditions included overweight and dysfunctional uterine bleeding (endometrial biopsy on (B)(6) 2016). Concomitant products included aripiprazole since (B)(6) 2016, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, butalbital from (B)(6) 2016 to (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraine/headaches"), nausea ("nausea") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with d&c and surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved and the anxiety, vaginal haemorrhage, fatigue, migraine, nausea, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not underwent essure confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records: menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - new events- "abnormal bleeding (vaginal) ,fatigue ,migraine, headaches, nausea, depression, weight gain", histological and concomitant condition, concomitant drug, lab data and new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. Concurrent conditions included overweight and dysfunctional uterine bleeding (endometrial biopsy on (B)(6)2016). Concomitant products included aripiprazole since (B)(6)2016, bupropion hydrochloride (wellbutrin) since (B)(6)2015, butalbital from (B)(6)2016 to (B)(6)-2016 and tramadol from (B)(6)2016 to (B)(6)2016. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraine/headaches"), nausea ("nausea") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with d&c and surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved and the anxiety, vaginal haemorrhage, fatigue, migraine, nausea, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not underwent essure confirmation test (discrepancy noted in pfs). She received treatment for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records: menorrhagia, abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pertaining to pain and bleeding updated to recovered/ resolved. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psychology injury"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added; abdominal pain, menorrhagia (heavy menstrual bleeding),general. Abnormal. Bleeding, psych injury were added. Product information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.